Manufacturer narrative:
The reported events of low pacing lead impedance and capturing problem were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert. Device interrogation revealed low pacing impedance and high capture thresholds on the atrial lead. A chest x-ray was performed and no anomalies were noted. The physician elected to explant and replace the lead. The patient condition was stable.